Event description:
Patient had a history of infections, but had a piece of composix implanted that held, but recurred. The surgeon implanted a cqur device and later had to remove both the cqur and the composix due to infection.

Manufacturer narrative:
No product was returned for evaluation. The product lot number was not provided in the report, therefore no lot history record review was conducted. Based on the limited information received, no conclusion can be drawn at thistime. Should additional information be obtained, a follow-up report will be submitted.